Event description:
The consumer was crossing the street when the left front caster fell off, causing them to tumble out of the chair and the chair on top of them. Pt allegedly broke their sternum as a result of the alleged incident.